Event description:
It was reported that the right atrial (ra) lead had chronic low impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. P1501dr implantable pulse generator (B)(6) 2006; 4024 implantable pacing lead (B)(6) 1994.